Manufacturer narrative:
B1, b5, h2, h3, h6, h10 update. Product investigation complete. The cuff was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement procedure was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the aus stopped cycling leading to the replacement procedure. During the surgery a leak was identified on the device. The balloon was empty, and all the components had a "discolored liquid" inside. The patient did not experience any adverse event and was said to be good after the procedure. It was further reported that the "discolored liquid" was blood and tissues. The source of the fluid leak was not identified. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The cuff was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement procedure was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the aus stopped cycling leading to the replacement procedure. During the surgery a leak was identified on the device. The balloon was empty, and all the components had a "discolored liquid" inside. The patient did not experience any adverse event and was said to be good after the procedure. It was further reported that the "discolored liquid" was blood and tissues. The source of the fluid leak was not identified. No more information available at the moment. Should additional information become available, it will be provided.